Event description:
It was reported to boston scientific corporation that a sensation snare was used for a polyp in the intestinal tract for an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, when cutting the target polyp, it could not cut. The procedure was completed with another sensation snare device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.